Manufacturer narrative:
Concomitant medical products: product ID 389133, lot# j0237067v, implanted: (B)(6) 2003, product type: lead; product ID 389133, lot# j0237067v, implanted: (B)(6) 2003, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that when the patient had a health related question regarding their stimulation therapy for chronic pain. The patient had the stimulator replaced (B)(6) 2014 and when they turned it off it felt like it was still on slightly for a ¿few hours sometimes longer.¿ it was very uncomfortable/annoying. In addition, the ¿number two lead did not work at all.¿ the patient tried turning it up all the way and nothing happened. The patient wrote that ¿they lady that was at the hospital¿ when they had the device replaced ¿knew about it.¿ the patient also had a ¿weird¿ pain about six inches from the incision site that felt like ¿something was tearing.¿ the patient went to the doctor, did not get to see the doctor but the doctor¿s assistant stated it had nothing to do with the implant. However, it started about a week after the patient had the surgery. The patient also told her they fell the morning after the surgery. The patient wanted someone to check the implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.